Event description:
On (B)(6) 2010, the lay pt contacted lifescan (lfs) alleging that her one touch ultralink meter prompted the apply sample message. The medical surveillance specialist (mss) classified the complaint based on the customer service rep (csr) documentation. There is no indication that the lfs product contributed to an adverse event. The pt's allegation of injury, light headedness, does not meet the criteria for serious injury. She said a result of 101 mg/dl was obtained on another device. This complaint is reported because the csr noted that the apply sample issue was not resolved. The pt's products were replaced.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.